Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. A manufacturer representative met with the patient and troubleshooting resolved the issue. Effective therapy restored.